Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's lvad (left ventricular assist device) presented with low flows that seemed to be due to malposition of the inflow cannula. The patient was taken back to the operating room on (B)(6) 2020 to remove the pump and plug the core. A new core in the true apex of the left ventricle was created and a new lvad was inserted utilizing the apical mini-cuff. Improved flows were observed. The patient still had right ventricle failure and pulmonary hypertension and required the use of a centrimag (right ventricular assist device) to preload to left side. Additional information reported that on (B)(6) 2020 the patient remained in the cardiothoracic intensive care unit (cticu) and on extracorporeal membrane oxygenation (ECMO). It was reported the pump would not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported inflow conduit malpositioning cannot be conclusively determined through this investigation as no images were provided by the account. The report of low flow events cannot be conclusively determined through this investigation as no log file data from the time of the event was provided by the account. A direct correlation between the reported inflow conduit malpositioning and low flow events cannot be conclusively determined through this investigation. The heartmate 3 lvas instructions for use (IFU) outlines steps to ensure the proper placement of the pump and inflow cannula. Care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump can also be found in the IFU. This document explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and notes that changes in patient conditions can result in low flow. The IFU describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.